Manufacturer narrative:
Log file analysis review date: (B)(4) 2015; log dates through (B)(4) 2015: normal power consumption. Additional notes: -6 suction alarms have been logged since (B)(4) 2015. Two low flow alarms have been logged on (B)(4) 2015. 2 high watt alarms have been logged on (B)(4) 2015 the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is three of four reports (3007042319-2015-02308, 3007042319-2015-02309, 3007042319-2016-00097 and 3007042319-2016-00098) submitted for devices related to the same event.

Event description:
It was reported by the "vad coordinator that the patient had an episode earlier in the week where he noticed that one of his batteries switched early." Patient stated "that this particular battery was not charging properly on his charger also." "He has not been using this battery and has since said he has had no issues with his controller." It was stated that "log file were sent and power switching was confirmed." "Batteries removed from patient and replaced". No additional information provided. Investigation is ongoing.